Event description:
It was reported that the user experienced symptoms of hypoglycemia like dizziness and difficulty to speak, but measurements taken at around the same time (not more than 30 minutes later) resulted in 110 mg/dl and 106 mg/dl. The user received water with sugar as treatment from a parent which resolved the symptoms.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.